Manufacturer narrative:
Visual findings observed scuff marks on lower end of the unit. Site stickers were found on the exterior housing. Sensor pin 2 inside the sensor receptacle intersected to sensor pin 3. Evaluation of the unit found that the unit had power but did not sound when in use with magnet and sensor pad due to sensor pin 2 inside the sensor receptacle intersected/crossed over pin 3. If the device should power on but have no tone, the device may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. Being that the unit has been in use for over 20 months, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer file reference # (B)(4).

Event description:
Customer states he picked up the alarm and it will not stay powered on. When he hits the power switch a green light will come on for a second or two then fade away. Customer did try to replace the batteries. The date the issue was discovered is unknown and no patient incident or injury was reported.